Manufacturer narrative:
The affected analyzers were decontaminated, but the performance of sample dilutions is still the same. No further details or patient data were provided. Upon initial investigations, the customer's observation could be duplicated. However, these results were within the specifications of the hcgstat assay.

Manufacturer narrative:
Investigations determined the issue to be caused by a software failure of the e601 and e602 analyzers. The software is not calculating diluent volume correctly. This affects all stat applications on these analyzers, including hcgstat. Dilution factors of 1/5, 1/10, 1/20, 1/50 1/100 and 1/400 are affected. The dilution factor of 1/2 is not affected.

Manufacturer narrative:
Due to a software design error, stat applications using an automatic dilution ratio of 1:5 or higher on the cobas e601 and e602 analyzers generate falsely low results. This issue can lead to an underestimation of the results obtained in the samples diluted via automatic dilution. The issue can occur only with results above measuring range. The issue is caused by a software design error. The automatic dilution function uses more diluent than necessary when diluting at a ratio of 1:5 or higher. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4). As the issue also involves an e602 analyzer, the following medwatch information is provided as applied to this system: brand name = cobas 8000 e 602 module. Common device name = immunochemistry analyzer. Product code = jje. Name = roche diagnostics. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for a approximately 84 patient samples tested for the elecsys hcg test system (hcgstat) and the elecsys hcg + beta test system (hcgb) on multiple elecsys analyzers. The involved analyzers included two cobas 6000 e 601 module (e601) analyzers and a cobas 8000 e 602 module (e602) at the customer site and a cobas e 411 immunoassay analyzer (e411) and e601 analyzer at a second site. Of the 85 samples, 24 had erroneous results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Most complained samples had values that were lower than the measuring range when automatically diluted by the analyzer. When the samples were manually diluted, the results were higher. The customer noticed that the issue occurred after preventive maintenance was performed on the analyzers on (B)(6) 2017. This medwatch will apply to the hcgstat assay. Please refer to the medwatch with (B)(6) for information related to the hcgb assay. The customer initially stated that they had questionable results for two patient samples tested for hcgb on an e601 analyzer used in routine testing (cobas 2) and an e602 analyzer used to confirm the results (cobas 1). The customer measured hcgstat for all samples in duplicate and for samples with results >10000 mui/ml, they repeated these with 1:100 automatic dilutions. The values obtained with the automatic dilutions of the affected samples were lower than the measuring range of 10000 mui/ml. A 1:100 dilution was then manually performed with these samples using a different bottle of diluent. The manual dilution results were higher than the measuring range. On (B)(6) 2017, blank cell maintenance was performed on the cobas 2 analyzer. These first two complained samples were then repeated on the cobas 2 analyzer with 1:100 automatic dilutions using the diluent bottle that was in use on (B)(6) 2017 and a new diluent bottle of the same lot. The repeats performed with automatic 1:100 dilutions were reproducible. The samples were also repeated on the cobas 1 analyzer with automatic dilution. Of the two complained samples, one had erroneous hcgstat results (patient/sample 1). The 11960 mui/ml value for patient/sample 1 was reported outside of the laboratory to the patient. A precision check was then performed on cobas 2. On (B)(6) 2017, a lot calibration was performed on cobas 2 and precision studies were repeated. Even with acceptable precision, the diluted sample results were not reproducible. Two different reagent lots were used (hcgstat lots 189123 and 248675) and the same behavior was seen with both lots. The customer provided data for an additional 23 patient samples and of these, 11 had erroneous hcgstat results (patient/samples 2 through 12). The customer noted that patient/sample 5 had results higher than the measuring range when repeated with automatic dilutions. The 115500 mui/ml value from patient/sample 5 was expected by the physician since another result for this patient on (B)(6) 2017 was 57000 mui/ml. The customer did not trust the automatic dilution results and started making manual dilutions for all samples with results > 10000 mui/ml. The field service engineer verified the analyzer syringes, adjusted probes, and decontaminated probes. On (B)(6) 2017, the field application specialist tested an 11 additional patient samples for hcgstat using several automatic and manual dilutions to compare results of the e601 and e602 analyzers. Of these samples, 8 had erroneous results (patient/samples 13 through 20). The automatic dilution results and manual dilution results were similar on both instruments. As the dilution behavior issue occurred on both analyzers, an analyzer related issue did not seem likely. A patient sample tested for another assay was diluted manually and automatically; results from this sample were ok. On (B)(6) 2017, it was noticed that there was an issue with the water station that supplied the e601 analyzer. Since results on the e602 analyzer were similar, the e601 water station issue was not believed to affect the results. On (B)(6) 2017, the field application specialist repeated an additional 40 patient samples on the e601 analyzer to verify if the same dilution behavior occurs with the hcgb assay. Of these 40 samples, two had erroneous results for hcgstat and hcgb (patient/samples 21 and 22). Instrument settings were checked and no differences were detected between analyzers. Five of the 40 samples measured on (B)(6) 2017 were measured with automatic dilution without being ordered from the customer's laboratory information system in order to rule out an issue of results possibly being calculated using a factor assigned in the laboratory information system. Manual and automatic dilution results were comparable, so an issue with the laboratory information system could be ruled out. On (B)(6) 2017, the customer stated that the dilution issue occurs on two e601 analyzers and one e602 analyzer at the site. The customer later measured two additional patient samples for hcgstat at a second site on an e411 analyzer and an e601 analyzer (e601 haoc). The same dilution behavior was observed. The e411 analyzer and manual dilution results were comparable, but the e601 automatic dilution results were lower than the high end of the measuring range. Of these two samples, one had an erroneous result (patient/sample 23). The field application specialist later performed additional testing for hcgstat and hcgb with 6 additional patient samples. Automatic and manual dilutions were performed using a different diluent bottle. 3 different laboratory operators and also the field application specialist performed the manual dilutions. Manual dilutions were performed in two steps in order to match the specific dilution sequence used in automatic dilution on the analyzer. Of these 6 samples, one had an erroneous result (patient/sample 24). It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. A serial number of (B)(4) was provided for the e601 analyzer designated as cobas 2 at the customer site. The serial numbers of the other involved analyzers were asked for, but not provided.